Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion,an opening, delamination, and yellow particles. Leak test was performed and found an opening on posterior/anterior. A microscopic analysis was performed which identified a striated opening in the posterior side, a two-punctured opening in the posterior side, and delamination of the diaphragm valve. A dimension measurement of the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated opening in the posterior due to surgical damage, two punctured openings, and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health professional reported right side deflation. Device has been explanted.